Event description:
It was reported that during a surgical procedure, the bur broke and the tip was not able to be retrieved. It was further reported that there were no adverse consequences, no medical intervention, no delays, and the procedure was completed successfully.

Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: the quality investigation is complete.